Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:analysis confirmed the reported event, the programmer started to power up and shut down before completely booting up, as a result the rf transceiver was replaced and software was reloaded. (B)(4).

Event description:
It was reported that the programmer was just received back from repair; now it would not boot up, and the screen went blank. The programmer was returned for repair and test/calibration. There was no patient involvement.